Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. (B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion (psf) at t2-l3 levels, for the treatment of charcot's disease of the spine. Postoperatively, on an unknown date, both the rods (titanium alloy 5.5mm) were found broken at the point between th9 and th10 (near by the cranial point of th10). Revision surgery was performed and the broken rods were replaced with new ones. Reportedly, th8/9 was treated by vertebral body replacement with "pm", but bone union was not achieved. The broken rods were obtained. "Pm" will be removed next week, and spinal fusion will be performed with "al" after insertion of harvested ilium.

Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Optical examination of the fracture surface found significant damage and smearing. No additional information can be obtained from the fracture surfaces due to as received condition. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components; unable to definitively determine specific root cause of the foregoing event from the available information.